Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an operation the implant broke. The broken implant was removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Pertinent clinical details were not provided in the report, such as what procedure was being conducted, what the bone condition was, what type and size tap were used for the prep site. In addition, the complete anchor was not returned for evaluation but the returned piece was found to be broken. No indications of what the hole prep size was. No reasonable evaluation can be conducted without these. No root cause associated with the manufacture of this device could be supported nor proven. Device history record review found no deficiencies in the manufacture of this lot. Use error cannot be ruled out as a contributory factor.